Event description:
The customer observed false repeat reactive alinity s anti-hcv results for one donor. The sample was tested on other platforms which generated nonreactive results. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity s anti-hcv initial result = 1.92 s/co (reactive); repeat results = 2.94, 2.25 s/co (both reactive). Blot (mp diagnostics) result = indeterminate. Roche result = nonreactive. Nat result = undetectable . No impact to donor management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06p04-55 (alinity s anti-hcv) that has a similar product distributed in the us, list number 06p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for one donor. The sample was tested on other platforms which generated nonreactive results. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity s anti-hcv initial result = 1.92 s/co (reactive); repeat results = 2.94, 2.25 s/co (both reactive). Blot (mp diagnostics) result = indeterminate. Roche result = nonreactive. Nat result = undetectable. No impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, or deviations with lot 43054be00 and complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. A review of customer field data was performed for the complaint lot 43054be00. Overall reactive rates of (B)(4) lot number 43054be00 at hemosc centro de hemat e hemot de sc (brazil), and all (B)(4) sites were collected and assessed. Across the customer site and (B)(4) sites, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 43054be00 are within product requirements. Hemosc centro de hemat e hemot de sc - (brazil): irr:(B)(4), rrr: (B)(4), irr - rrr 0.015 %, specificity: 99.913 % (B)(4) sites: irr: (B)(4), rrr: (B)(4), irr - (B)(4), specificity: 99.847 % based on the investigation, no systemic issue or deficiency was identified. The alinity s anti-hcv reagent, lot number 43054be00 is performing as expected.the following sections have been corrected to reflect the current contact (B)(6), deu: g1-contact office first name, g1-contact office last name, g1-contact office address 1, g1-contact office city, g1-contact office postal code, g1-contact office country, g1-contact office phone number, g1-contact office email, g1-contact office fax number.